Event description:
The hosp reported that during a procedure, the pt purportedly sustained a perforation. The pt has a history of upper gastrointestinal (ugi) bleed. The pt had some respiratory distress after the procedure, and the pt was intubated. According to the nurse manager, they do not suspect the gastroscope of having malfunctioned. There were no further info provided.

Manufacturer narrative:
The device in question was returned to olympus for investigation. An electrical safety test was performed and the scope passed all tests well within safety limits. The scope was tested according to established quality standards and the alleged failure could not be duplicated. Therefore, olympus cannot conclusively determine the cause of the user's experience. If any additional significant info becomes available, a supplemental report will follow.